Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asexf008 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "pt. Has infus-a-port, used many times, here for op blood draw/port flush/provider visit access with 20gx0 75 in safestep huber needle set, (lot# asexf008) ref# lh-0031 not issues with access, blood drawn, port flushed with ns & heparin per protocol when went to remove huber needle, when pulled upright, needle would not come out or dislodge from port had to place fingers away from base of disc and near base of pad & pull needle out, using the pad- safety needle concept not able to be observed."